Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the device alarmed compromised force sensor system alarm. Customer's blood glucose was unknown. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during basic occlusion test due to loose protruded drive support disk. Unable to perform occlusion, prime and excessive no delivery tests due to compromised force sensor system alarm. All operating currents are within specification. The insulin passed displacement test, self-test, off no power test and unexpected restart error test. No unexpected low battery or off no power alarms noted. All buttons functioning properly. No damage in the keypad assembly noted. No button error alarm noted. No unlocked j2 lcd keypad connector during visual our inspection. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and missing the end cap sticker